Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No low batt alarm noted during testing. No unexpected low batt alarm noted in the formatted history file. Detail trace analysis confirmed power error alarm 25 was triggered due to connector resistance issues j6 at pcba 1. After disconnecting and reconnecting the internal battery connector at j6 pcba 1, the unit was monitored and functioned properly. Unit had minor scratched display window, scratched case and a pillowing keypad overlay.

Event description:
It was reported that the insulin pump¿s battery was getting depleted. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.